Event description:
A customer named nichole reported an eye injury that occurred to one of their employees at smooth synergy. The employee who is trained to operate the laser was ready to treat a client when for some reason she chose to remove the slider from the hand piece while in ready mode and the handpiece was still in the calport. Without safety goggles, she looked down at the slider and reported that she had not triggered the handpiece, and the laser pulsed. No footswitch was attached so the laser could have only been fired by the handle trigger. This is when the eye injury occurred. The employee saw an eye specialist and she is still experiencing blurriness in her right eye.

Manufacturer narrative:
The practioner claims that the laser fired on its own; this is not possible. Safety features manufactured within the laser prevent the laser from firing without the depression of the trigger. Reporter stated that she believes the laser fired because the practioner had the hp in her hand and inadvertently pushed the trigger. Due to the fact that there is not a service agreement in place for this unit candela was unable to evaluate the unit. The unit has not been serviced by candela personnel since 2007. The customer stated that they have chosen a 3rd party service which was last done in 2008.